Event description:
Device malfunction: unk. Time of device malfunction: during procedure. Symptoms/ae: unk. The following events were noted through a periodic article review. The study was conducted in a tertiary cardiac center to assess the efficacy of the 6fr perclose device. Approximately 146 consecutive pts underwent closure of 205 femoral venous access sites. The majority (98%) had a greater than or equal to 10fr sheath inserted. Immediate hemostasis was achieved in 202 sites; however, unspecified device failure occurred in three cases, one of which required an unspecified complex intervention requiring multiple upsizing of sheaths. Though requested, additional info was not provided.

Manufacturer narrative:
Report involves cases noted in an article. No devices were available for analysis. The lot number was not identified; therefore, a device history record review could not be performed. (Off label use in the femoral vein). Attachment: dr. E. Horlick, md, et al; "pre-closure of femoral venous access sites used for large-sized sheath insertion with the perclose device in adults undergoing cardiac intervention", published online first 3 november 2006. See scanned pages.